Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock (ias) due to oversensed noise. Episode review was requested as the noise could not be reproduced during in office testing. A boston scientific (bsc) technical services consultant noted the episode in question showed the patient's heart rate was approximately 120 bpm with a reduction in r-wave amplitude and myopotential oversensing occurred resulting in the ias. The consultant then assessed the sicd report, captured s-ecgs, as well as, the programmer screen shot post automatic setup in which all three vectors failed in two postures. It was noted that the only passing vector was secondary in upright position. Primary and alternate vectors had poor r:t ratio. Programming options are limited and x-rays were recommended to verify system location. The patient was brought back in for additional testing and noise was reproduced in all three vectors with palpitation presses and arm circles. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock (ias) due to oversensed noise. Episode review was requested as the noise could not be reproduced during in office testing. A boston scientific (bsc) technical services consultant noted the episode in question showed the patient's heart rate was approximately 120 bpm with a reduction in r-wave amplitude and myopotential oversensing occurred resulting in the ias. The consultant then assessed the sicd report, captured s-ecgs, as well as, the programmer screen shot post automatic setup in which all three vectors failed in two postures. It was noted that the only passing vector was secondary in upright position. Primary and alternate vectors had poor r:t ratio. Programming options are limited and x-rays were recommended to verify system location. The patient was brought back in for additional testing and noise was reproduced in all three vectors with palpitation presses and arm circles. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this patient received more than one inappropriate shock and the sicd may be replaced with a transvenous system in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock (ias) due to oversensed noise. Episode review was requested as the noise could not be reproduced during in office testing. A boston scientific (bsc) technical services consultant noted the episode in question showed the patient's heart rate was approximately 120 bpm with a reduction in r-wave amplitude and myopotential oversensing occurred resulting in the ias. The consultant then assessed the sicd report, captured s-ecgs, as well as, the programmer screen shot post automatic setup in which all three vectors failed in two postures. It was noted that the only passing vector was secondary in upright position. Primary and alternate vectors had poor r:t ratio. Programming options are limited and x-rays were recommended to verify system location. The patient was brought back in for additional testing and noise was reproduced in all three vectors with palpitation presses and arm circles. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this patient received more than one inappropriate shock and the sicd may be replaced with a transvenous system in the future. No additional adverse patient effects were reported. Additional information was received that this patient was implanted with a competitive transvenous system. This sicd system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock (ias) due to oversensed noise. Episode review was requested as the noise could not be reproduced during in office testing. A boston scientific (bsc) technical services consultant noted the episode in question showed the patient's heart rate was approximately 120 bpm with a reduction in r-wave amplitude and myopotential oversensing occurred resulting in the ias. The consultant then assessed the sicd report, captured s-ecgs, as well as, the programmer screen shot post automatic setup in which all three vectors failed in two postures. It was noted that the only passing vector was secondary in upright position. Primary and alternate vectors had poor r:t ratio. Programming options are limited and x-rays were recommended to verify system location. The patient was brought back in for additional testing and noise was reproduced in all three vectors with palpitation presses and arm circles. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherit risk. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review